Manufacturer narrative:
A4: updated to reflect the information received on 2020-mar-04 b5: updated to reflect the information received on 2020-mar-04 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) on 2020-mar-04. It was reported that the pump was empty because the patient was in hospice and was receiving baclofen orally. The issue was considered resolved as the pump had been shut off. The hcp noted that the pump remained implanted in the patient. The patient's weight at the time of the event was reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving unknown baclofen (2000 mcg/ml at 129.9 mcg/day) via an implanted pump. The indication for use was intractable spasticity and multiple sclerosis. It was reported that last (B)(6) of 2019 the patient was in hospice. The managing physician filled the pump in hospice, and told the staff the patient would need a refill at a later day. The staff never informed the managing physician that the pump was alarming low reservoir, and not the pump went empty on (B)(6) 2019. They have now given the patient oral baclofen, but would like to program the pump off. It was noted therapy was not intentionally discontinued. There was no symptoms reported. The caller wanted pump off code per managing physician request. Alternate options were reviewed and the caller was made aware of the permanence. The pump off calculation was made and the password was provided.